Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model:3186, UDI: (B)(4), serial: (B)(4), batch:5429252. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
It was reported that the patient¿s leads migrated. The migration was confirmed via x-rays. As a result, both the leads were explanted and replaced addressing the issue.